Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of the nc emerge balloon catheter. The balloon, tip, shafts, hypotube, and bonds were microscopically and visually examined. There was blood in the inflation lumen, guidewire lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed a pinhole in the balloon wall 4.4mm distal of the proximal markerband. Microscopic examination presented no irregularities in the balloon material or markerband that could have contributed to the damage. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 26-may-2017.   It was reported that crossing difficulties were encountered.    The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. A 4.00mm x 12mm nc emerge® balloon catheter was advanced for dilatation but device failed to cross the lesion. The procedure was completed a non-bsc balloon catheter. No patient complications were reported.   However, returned device analysis revealed balloon pinhole.